Event description:
It was reported that the patient's atrial lead was failing to sense and was inappropriately capturing the right ventricle. It was found that the lead was dislodged. The lead was explanted and replaced. The patient was stable.